Event description:
It was reported that the ilet user experienced recurrent low glucose and had not been announcing meals, frequently pausing the pump as treatment, which led the pump to maladapt. The healthcare provider recommended a factory reset. Symptoms included hypoglycemia with a nadir of 42 mg/dl. Outcomes included minor injury of hypoglycemia resolved with oral glucose with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem; a usage problem related to incorrect procedure regarding meal announcements and blood glucose treatment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.